Manufacturer narrative:
The customer's meter serial number (B)(4) was returned for investigation. The returned product was measured with retention test srips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.6 inr, donor 1 hct: 38%, donor 2 hct: 35% testing results: donor #1: retention meter and master lot strips: 2.2 inr, returned meter and retention strips: 2.3 inr. Donor #2: retention meter and master lot strips: 2.6 inr, returned meter and retention strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is patient family member/friend. The customer's test strips were used on both her meter and the doctor's meter. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with the customer's coaguchek xs meter with an unknown serial number compared to the doctor's coaguchek meter and an unknown laboratory method. The result from the customer's meter at 11:15 a.m. Was 2.5 inr. The result from the doctor's coaguchek meter at the same time was 3.9 inr. The result from the laboratory from a sample drawn at the same time was 3.3 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is in good condition.